Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. However, the repair of the device has not been completed.

Event description:
It was reported that, a 980 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.